Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. The root cause of the pump being unable to start initially was not determined as no product or data logs were provided for evaluation. After multiple attempts, the pump was able to start and provided support from (B)(6) 2021.

Event description:
The user facility reported a 34-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a delay in initiation of the impella pump. The team troubleshot and got the pump to start on 3rd attempt. The pump was ultimately started and used without issue. There was no harm to the patient from the delay.

Manufacturer narrative:
The root cause of the pump being unable to start initially was not determined as no product or data logs were provided for evaluation. After multiple attempts, the pump was able to start and provided support from (B)(6) 2021. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.